Event description:
The reporter stated that "during pressure minitoring, the luer lock at the crossover from the red 3 way stopcock to the off three way stopcock is not able to connect. It springs back allowing the system to leak. Blood is coming out and air is able to aspirate." No patient injury or treatment.